Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a 37-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus test positive, low grade squamous intraepithelial lesion, adenomyosis, endometriosis and pelvic prolapse. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) since 1994 for contraception and nsaids since (B)(6) 2013 for pelvic pain and migraine headache. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition - depression/psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric condition - mental anguish/psychological or psychiatric problems, condition: mental anguish"), urticaria ("rashes or skin conditions - type : hives/rashes or skin conditions type: hives"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes/ urinary incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved and the dyspareunia, depression, anxiety, urticaria, migraine, headache, menorrhagia, bladder disorder, urinary incontinence, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary incontinence, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have essure removed, however, she is planning for essure removal due to unwanted complications and symptoms. Anticipated or scheduled date: (B)(6) 2019. Patient received treatment for: diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion, both tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event: gen abnormal bleeding,post removal complication were added. Event outcome were updated to recovered: pain and bleeding .fu 7, 8 an d 9 processed together. On 8-may-2020: mr received. Reporters information were added. Medical history were added. Fu 7, 8 an d 9 processed together. On 11-may-2020: pfs received. Reporters information were added. Event:bladder or urinary problems or changes were updated to bladder or urinary problems or changes/ urinary incontinence .fu 7, 8 an d 9 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a 37-year-old female patient who had essure (batch no: a63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus test positive and low grade squamous intraepithelial lesion. Concomitant products included nsaids since on (B)(6) 2013 for pelvic pain and migraine headache as well as drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) since 1994. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"), 7 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), urticaria ("rashes or skin conditions type: hives/rashes or skin conditions type: hives"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric condition depression/psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric condition mental anguish/psychological or psychiatric problems, condition: mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (surgical removal of coils). At the time of the report, the pelvic pain was resolving and the dyspareunia, depression, anxiety, urticaria, migraine, headache, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have essure removed, however, she is planning for essure removal due to unwanted complications and symptoms. Anticipated or scheduled date: on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion, both tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Reporter information, events onset date, essure removal date were added. Event outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a 37-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. Concurrent conditions included human papilloma virus test positive, low grade squamous intraepithelial lesion, adenomyosis, endometriosis and pelvic prolapse. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) since 1994 for contraception and nsaids since (B)(6) 2013 for pelvic pain and migraine headache. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition - depression/psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric condition - mental anguish/psychological or psychiatric problems, condition: mental anguish"), urticaria ("rashes or skin conditions - type : hives/rashes or skin conditions type: hives"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes/ urinary incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved and the dyspareunia, depression, anxiety, urticaria, migraine, headache, menorrhagia, bladder disorder, urinary incontinence, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary incontinence, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have essure removed, however, she is planning for essure removal due to unwanted complications and symptoms. Anticipated or scheduled date: (B)(6) 2019. Patient received treatment for: diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion, both tubes were closed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, urticaria. Lot number: a63341, manufacturing date: 2012/10, expiration date: 2015/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a 37-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus test positive and low grade squamous intraepithelial lesion. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) since 1994 for contraception and nsaids since (B)(6) 2013 for pelvic pain and migraine headache. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition - depression/psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric condition - mental anguish/psychological or psychiatric problems, condition: mental anguish"), urticaria ("rashes or skin conditions - type : hives/rashes or skin conditions type: hives"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the dyspareunia, depression, anxiety, urticaria, migraine, headache, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have essure removed, however, she is planning for essure removal due to unwanted complications and symptoms. Anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion, both tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received. New events added: dysmenorrhea (cramping), bladder or urinary problems or changes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a 37-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. Concurrent conditions included human papilloma virus test positive, low grade squamous intraepithelial lesion, adenomyosis, endometriosis and pelvic prolapse. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) since 1994 for contraception and nsaids since (B)(6) 2013 for pelvic pain and migraine headache. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric condition - depression/psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric condition - mental anguish/psychological or psychiatric problems, condition: mental anguish"), urticaria ("rashes or skin conditions - type : hives/rashes or skin conditions type: hives"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes/ urinary incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved and the dyspareunia, depression, anxiety, urticaria, migraine, headache, menorrhagia, bladder disorder, urinary incontinence, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary incontinence, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have essure removed, however, she is planning for essure removal due to unwanted complications and symptoms. Anticipated or scheduled date: (B)(6) 2019.patient received treatment for: diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion, both tubes were closed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received reporter information and medical history were added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a (B)(6) female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus test positive and low grade squamous intraepithelial lesion. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) since 2001. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and urticaria ("rashes or skin conditions - type : hives/rashes or skin conditions type: hives"). (B)(6) 2013, the patient experienced depression ("psychological or psychiatric condition - depression/psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric condition - mental anguish/psychological or psychiatric problems, condition: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (anticipated or scheduled date of essure removal - (B)(6)2019). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dyspareunia, depression, anxiety, urticaria, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, migraine, pelvic pain and urticaria to be related to essure. The reporter commented: the patient did not have essure removed, however, she is planning for essure removal due to unwanted complications and symptoms. Anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion, both tubes were closed. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case was upgraded to incident. Anticipated or scheduled date of essure removal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.